Event description:
A healthcare professional reported that a little fiber was identified in the eye which was located between the sleeve and needle during surgery. The surgery was completed on the same day. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).